Manufacturer narrative:
Correction: d3, d4 additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the clamping mechanism was deformed. For functional testing, the reload was loaded into a representative instrument. The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. The test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that during a video gastroplasty surgery, the reload did not close completely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device is applied over tissue that is beyond the recommended thickness range, or when applied with an obstacle incorporated in the jaws. It was also reported that after stapling, there was little bleeding. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video gastroplasty surgery, the reload did not close completely. After stapling, there was little bleeding. The surgeon used an electric scalpel for cauterization and placement of clips were done to stop the bleeding. Another device was used to resolve the issue. It was also noted that the dissector did not coagulate or cut correctly and it was very slow. The issue resulted to extended surgical time due to the time required to perform cauterization and placement of clips to stop the bleeding.

Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot# p4j0803); egia60amt, egia60amt egia 60 artic med thick sulu, (lot# p4h0862); egia45avm, egia45avm egia 45 artic vasc med sulu, (lot# p4e0929); egia45avm, egia45avm egia 45 artic vasc med sulu, ((lot# p4e0929); egia45avm, egia45avm egia 45 artic vasc med sulu, (lot# p4e0929); sigphandle, sig power sigphandle handle, (serial# (B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# (B)(6)) sigpshell, sig power sigpshell control shell, (lot# n4c2333ry); scda39, ultrason dissect scda39 curved jaw 39cm, (lot# 41910165x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.